Event description:
Customer reported redness w/o itching to peristomal skin located under the (B)(4) cohesive seal. It is reported that the (B)(4) cohesive seal had been in place for four (4) days when this occurred.

Manufacturer narrative:
Based on the available information, this even is deemed a serious injury. It is reported that end-ser uses smith and nephew adhesive remover to her peristomal skin, and cleanses with (B)(4) soap. It is also reported that end-user applied an (B)(6) seal from a different box lot number, and the area already feels better, but is yet to see the results. End-user reports that she will changer her wafer and (B)(6) seal on the next change at which time she will inspect her peristomal skin. Lastly, it is reported that end-user has applied nystatin powder followed by smith and nephew protective barrier wipes to treat affected site. This case was evaluated on (B)(6) 2014, by convatec's quality team, and no valid investigations were identified. Case was forwarded to the third party supplier for further evaluation. On (B)(4) 2014, third party supplier evaluated the case based on review of device history records and lot number. Third party quality records indicated no issues with this lot number and that the batch was manufactured to specifications. Should convatec receive a sample of the malfunctioned product from customer, it will be forwarded to third party supplier for investigation. No further action required as per convatec's global complaint handling procedure. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.